Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the infusion of lactated ringers that was programmed to infuse at 125ml/hr was noted to be alarming for occlusion however when the pump door was opened the pumping segment was noted to have ballooned. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an occlusion alarm was not confirmed. The reported ballooning of the pump segment was confirmed. Visual inspection of the set showed a bulged/stretched area in the tubing approximately 1 inch long located in the middle of the silicone pump segment. No additional signs of damage or abnormalities were observed. Functional and pressure testing confirmed the bulged area in the tubing remained stretched and malformed; it did not stretch further while fluid was flowing through the set. The test infusion reached completion without any alarms or additional bulging anywhere in the tubing. The cause of the failure was not determined.